Event description:
It was reported to boston scientific corporation that a pinnacle implant was implanted into the patient on an unspecified date. Upsylon y-mesh implant was also implanted into the patient on an unspecified date. The patient experienced further surgery and nonsurgical treatment. Device 1 of 2 . Surgical interventions: on an unspecified date the patient underwent further surgery regarding the upsylon y-mesh implant under general anesthesia for the following purpose: part bowel remival.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.